Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac arrest and all injuries associated there with and subsequently expired. It is further alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Add'l info has been requested and will be submitted upon receipt accordingly.